Event description:
Ous MDR - it was reported that about 27 months after the implantation the patient received inappropriate shocks due to oversensing in the ventricular channel. No other adverse patient side effects were reported. The device was reprogrammed.